Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider (hcp) reported there was no infection and the interstim was removed on (B)(6) 2013. They noted that due to c/o right flank pain, which the patient had prior to the implant, but the patient demanded the device removal for pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v417267, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider and the spouse of a patient implanted with a neurostimulator for urinary dysfunction. It was reported that the device system was removed because of infection. It was also reported that the patient suffered from chronic right abdominal pain and had localized right low back pain at his implantable neurostimulator (ins). The pain radiated anteriorly which was not consistent with the ins. The ins was turned off and the pain persisted, so the patient requested that the ins be removed. It was unclear if the device was removed due to infection, pain, or if both issues contributed to the issue. During device removal, the incision was reopened and dissected down to the ins and the capsule was dissected out. The lead was transected, secured with hemostat, and an incision was made overlying the sacrum where the lead was tunneled into the s3 foramen. The lead was dissected out and removed with a gentle constant pull. The entire lead did not come out and the tined portion was retained. The wounds were irrigated with copious amounts of antibiotic solution and closed in layers. The skin was closed with a subcuticular 4-0 monocryl and steri-strips. A sterile dressing was applied. The patient tolerated the procedure well without complication and was taken to the recovery room in stable condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.